Event description:
It was reported the patient had the artificial urinary sphincter balloon component relocated to a new position as the patient felt it was in the incorrect location. No patient complications were reported.